Event description:
It was reported that bd max¿ system, bd max¿ instrument panels flagged positive and after repeating the same samples the results were negative. The following information was provided by the initial reporter: increase number of issues after a pm. The customer is using enteric and viral panel. When they use interleave run mode, results for enteric virus is usually flagged as positive, but they are not real positive results. They repeated the same samples and the results are negative.

Manufacturer narrative:
PMA/510k info: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary : the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives". Customer reported that they are seeing suspected false positive results for enteric virus panels. A bd field service engineer (fse) was dispatched to the customer site where they performed installation of new software scripts to correct the issue. This complaint is confirmed by service & quality. The root cause is due to drift in normalizer signal due to rise in internal instrument temperature during pcr. An internal corrective and preventative action is open to address this issue. This complaint was able to be confirmed through other means and a DHR review is not applicable. No parts were returned or replaced as a part of this complaint, however log files were reviewed which revealed normalizer drift issues. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. H3 other text : see h.10.

Event description:
It was reported that bd max¿ system, bd max¿ instrument panels flagged positive and after repeating the same samples the results were negative. The following information was provided by the initial reporter: increase number of issues after a pm. The customer is using enteric and viral panel. When they use interleave run mode, results for enteric virus is usually flagged as positive, but they are not real positive results. They repeated the same samples and the results are negative.